Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 140 mg/dl (aviva) and 300 mg/dl (hospital's meter) no actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has strips. Replacement was sent.